Event description:
It was reported that the case on the insulin pump is broken near battery thread. Nothing further reported.

Manufacturer narrative:
(B)(4).insulin pump received with cracked case at display window corners, reservoir tube and reservoir tube window. Device received with minor scratched lcd window and cracked battery tube threads. Received with missing end cap sticker. Device received with loose/flush drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.